Manufacturer narrative:
Patient city: (B)(6) patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient had high blood glucose and required assistance on (B)(6) 2026. The blood glucose remained high for more than 24 hours and an ambulance was called for hospitalization. No further information available.